Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the threads on the mobile power unit (mpu) patient cable connector and damage to the battery strap were confirmed via analysis of the returned mpu. The returned mpu serial number: (b(6) was evaluated at the (B)(4) distribution center. Visual inspection of the returned mpu revealed small dents on the threads of the black power cable connector. The red battery strap was also observed to be frayed and unravelling. The unit was functionally tested and found to operate as intended. The damaged patient cable and battery strap were replaced. After replacing the damaged cable and battery strap, a full functional checkout was performed and the unit passed all tests without any issues. Preventative maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 06mar2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported events could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the treads of the patient cable were worn, and the battery strap was frayed.